Manufacturer narrative:
(B)(6). Investigation summary visual inspection: the verse correction key (part # 199721000/ lot # 217235) was received at us cq. The threads of the poly lock were stripped. It was also observed that the most distal thread forms of the rod lock were torn. The overall complaint was confirmed as the threads were torn. Device failure/defect identified? Yes; threads were torn. Dimensional inspection: dimensional inspection was not performed due to post manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received verse correction key as the most proximal threads were torn from the core. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history the DHR of product code 199721000, lot 217235, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on september 26, 2018. Qty. 199. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient was underwent for a surgery they take the trial implant and break it under the unknown trail. The surgery was delayed ten (10) minutes. The procedure was completed successfully. There was no patient consequence. Concomitant device reported: unknown other products (part# unknown, lot# unknown, quantity 4). Unknown other products (part# unknown, lot# unknown, quantity 4). This is report 6 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B1, b5, h1: the initial report was reviewed and found to be a duplicate of a report on (B)(4). All information for this device is captured on report manufacturer report number 1526439-2020-00536. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial report was reviewed and found to be a duplicate of a report on (B)(4). All information for this device is captured on report manufacturer report number 1526439-2020-00536.